Manufacturer narrative:
The returned valve met the requirements for patency, valve flux, and pressure-flow testing. The valve did not meet the requirements for leak, reflux, siphon, and preimplantation. Proteinaceous debris and crystalline debris were observed on the exterior and interior of the valve. The instructions for use cautions, ¿shunt obstruction may occur in any of the components of the shunt systems. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ the valve did not meet the requirements for leak testing due to damage to the casing. It is unknown how or when this damage occurred. The instructions for use cautions, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity¿¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure, the valve that they attempted to use was damaged. It was stated there was a hole in the implant.